Event description:
It was reported that during knee procedure on (B) (6) 2006, when package for tibial bearing was opened, implant did not match the label on the outer container. Implant was marked with lot 076050, box was labeled with lot 076320.

Manufacturer narrative:
Eval of returned device found that during mfg box and label process, label operator reprinted labels for lot 076320 and one unit from (B) (4) lot 076050 was errantly placed in the box labeled (B) (4) lot 076320. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.